Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 2/24/98.

Event description:
On 2/20/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 3900510000-1998-75 and the following information was reported: during cardiac catheterization, the iab ruptured 4 minutes after insertion. No second iab was inserted. The pt was taken for emergent coronary artery bypass graft times 3. As a result of the event the pt had hypotension. Event complications: hypotension reported 2/20/98.